Event description:
It was reported that the customer was experiencing low blood glucose levels while using their insulin pump. The customer is new to the insulin pump. Customer's blood glucose level was reported at 43 mg/dl at the time of the incident. The customer treated low blood glucose level with juice and glucose pill. Customer was walked through trouble shooting and will call back if problem persists. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.